Event description:
During the opening, the pneumatic powered sternum saw had a connector hose rupture that resulted in no injuries, but re-prepping of the chest area for sterility. Another pneumatic powered sternum saw was obtained, and median sternotomy completed without further incidence.